Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that the replacement lead had high defibrillation thresholds and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant the lead had high defibrillation thresholds and was replaced. No patient complications have been reported as a result of this event.